Event description:
It was reported that during the implant attempt, the helix would not deploy while in the patient's body. The lead was removed, tested outside the body and would still not extend. When tested again at a later time, the helix extended. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found; full lead returned and analyzed.